Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current measurement test, active current measurement test, self test, and displacement test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on 07/26/2021 at 11:32:49 no delivery alarm was recorded. However, no alarms noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts related to battery power noted during testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Moisture damage noted during visual inspection to electronic stack on pcba1. Force sensor zero offset within spec(22.6mv). Unit received with serial number label missing, battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), cracked case-corner of belt clip rails, missing display window/cover, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery alarms noted. No battery power anomalies noted during testing. After visual inspection of internal components, moisture damage was observed on electronic components. Cosmetic damage was confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low battery every week, failed battery, insulin flow block, and crack on the back of the case. The customer reported no adverse event. Troubleshooting was not performed. The event involved product(s) mmt-1884l. The customer reported a short battery life or a low battery alarm. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. No harm requiring medical intervention was reported. No product return was required for mmt-1884l.